Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was under and over delivering insulin per their hcp. The customer¿s blood glucose level was 57 mg/dl at the time of the incident, and 153 mg/dl at the time of the call. The customer treated the low with food. The customer stated the pump was malfunctioning but did not know what was wrong with the pump. The customer was getting high and lows. The customer had a high of 428 mg/dl the previous day, and 412 mg/dl the day before that. The customer used the pump to treat the highs. The customer had no delivery alarms in the pump history. Troubleshooting was completed for the lows but not the highs or delivery alarms. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all button dome switch and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement test, operating currents, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. In addition, were unable to verify under over delivery anomaly due to buttons not responding.